Manufacturer narrative:
During functional testing of the handpiece (hp), the sample exhibited a failure mode related to phacoemulsification performance issues, elevated shell temperature, system message (sm) 254 [tune failed ¿ loose tip] and/or sm 273 [u/s hp failure - handpiece voltage low (short circuit)]. A closed electrical circuit was confirmed using a resistance test box. Root cause is attributed to piezoelectric crystals within the hp having a high dissipation factor, causing fusion and/or shorting. Additionally, excessive application of loctite during hp assembly was identified as a contributing factor. Quality assurance will continue to monitor for evidence of adverse trending of reported events and take further action, as appropriate. At a minimum, this will include completing reviews of complaint event code levels on a monthly basis by the product team. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported the phacoemulsification handpiece had no power/ action when the foot pedal is in position. The handpiece was exchanged and the surgery was completed with no harm to the patient. Additional information has been requested and received.